Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and had received no delivery alarm. The customer¿s blood glucose level was over 400 mg/dl. The customer states event was resolved by changing infusion set and reservoir. The customer declined troubleshoot for high blood glucose. The insulin insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. No excessive no delivery alarms noted during testing.